Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not provide any info as to if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Conclusions: a f/u report will be submitted when the eval has been completed.